Manufacturer narrative:
(B)(4).

Event description:
Received information the patient had a loss of therapeutic effect. There was no accident or incident related to this event. She had not felt well the last couple of days and patient believes it could be parkinson's related. Patient "upped" the ins and that did help some. She also feels a shock in her fingertips when she touches a light. Additional information has been requested and if received, a follow up report will be sent.